Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that a revision procedure was attempted during a routine device exchange, however a new lead was unable to be implanted. Diagnostic imaging confirmed lead damage. The patient was stable.

Event description:
During a follow-up, an episode of noise, far-field p-wave oversensing and undersensing were observed on the right ventricular (rv) lead. The episodes resulted in inappropriate anti-tachycardia pacing (atp) and high-voltage shock. Lead damage was suspected but was not confirmed. The device was reprogrammed and high voltage therapy was disabled. A lead revision is planned. The patient was stable and will continue to be monitored.